Event description:
(B)(6), nurse of the hospital reported to our sales rep that he was observing a surgery procedure. During this it was observed that it is not possible to spin the locknut - it is stuck. There was a delay of 5 min. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.